Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported information alleging a ventilator's sound abatement foam became degraded and caused the patient to be hospitalized. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external/internal part of the device and found foreign dust particles on blower bellows. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found e-110 and e-165 errors. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of foreign dust particles on blower bellows. Section h6 were updated in this report.

Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused the patient to be hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.